Event description:
Facility reports that the bag is leaking from a pinhole about 1/2" away from the seam. The leak only occurs when pressure is placed on the bag. The bag was inside a blue 100ml lockbox attached to a 6060 infusion pump at the time the leak was discovered. The bag was filled with a chemotherapy medication. The medication did leak outside of the lock box and their was no pt or user exposure to the medication.